Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient underwent a full revision in (B)(6) of 2020 for pain, swelling, and detached tibial tray. The patient was still having pain and the new implants (unknown mfg) might also be loose.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report was received under mw5099710. It was reported as " had right knee tkr, depuy attune rp size 4 tibial 10 mm in (B)(6) 2021. Within 10 months, knee was very painful, unstable, and the range of motion was worsening. Bone scan done (B)(6) 2019 showed possible loosening at tibial component. Another bone scan was repeated at same hospital (B)(6) 2020 using the same machine and report said "suggested loosening". A total knee revision done (B)(6) 2020 - aseptic loosening at tibia was on the operating room report. FDA safety report ID# (B)(4).".